Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a patient whose implantable pump was delivering an unknown drug at the time of the event. The indication for use was noted as intractable spasticity and spinal cord injury/disease. The patient stated that the pump was removed on (B)(6) 2013 due to her body rejecting it and developing infection. The catheter was left in and in (B)(6) 2013, the patient developed meningitis from the catheter and had another surgery to have the catheter removed.